Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that qty. 2 of an ar-1926bcsp pushlock had an issue during a rotator cuff repair procedure on (B)(6) 2023. During the cuff mend, when the surgeon malleted the first pushlock, the self-punching eyelet broke off the metal inserter inside the patient. All broken fragments were removed. Another ar-1926bcsp pushlock with the same lot number was opened, and the same malfunction occurred, the eyelet also broke off the metal inserter inside the patient, and all fragments were removed. The first complaint device was discarded, and the second device is available for return. The surgeon switched to an ar-2324 bcct swivelock anchor, lot number 14981365, to complete the procedure successfully with no impact or harm to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional info: h6. Complaint is confirmed. Visual evaluation identified that the device returned is missing the eyelet and suture threader. However, the broken pieces were not returned for investigation. The most common cause of this event is the excessive force applied during use. The cause remains undetermined.